Event description:
It was reported that a pericardial effusion occurred. It was reported via social media that the patient had a pericardial effusion three weeks post watchman left atrial appendage closure procedure.